Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that patient was diagnosed with a uti by their primary care physician (pcp). Patient did not come to clinic and cancelled appointment. No other information was provided; actions not noted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they were in a motor vehicle/car accident on friday and they were stuck by another vehicle. The patient reported they twisted and hurt their back during the accident (which was unrelated to the device/therapy). The patient reported they got a sharp pain by their bladder, like electrical shock, they got a horrific pain and noticed the ins kind of flipped and shifted. The patient noted it was ¿like on its side.¿ the patient also had a symptom return right away/suddenly, they had a horrific urge. The patient reported they now had problems with their bladder and that they either could not go and had retention or they would lose control just like it had been before they were implanted. It was noted the therapy had worked fabulously up until the car accident. The patient noted they maneuvered and massaged the ins back to where it would be. The patient used the programmer and turned stimulation up high and low and changed the batteries in the programmer. The patient reported they went to the emergency room (ER) on friday and the ER didn¿t know what to do. The patient noted they also contacted their health care physician (hcp) and they were waiting for them to call them back. There were no further complications reported.